Event description:
A (B)(6) user detected a discrepancy between the treatment time calculated by oncentra masterplan (omp) and an independent calculation system. The pt rec'd about a 12% overdose. The treatment time calculated by the treatment planning system was planned from only one CT slice w/o specifying a sufficient external axial extension.

Manufacturer narrative:
Add'l model #: 170.730. In oncentra masterplan, before performing calculations, the user has to define the dose presentation matrix (3d grid of dose points). By default, the matrix encloses all contours of the current anatomy in the x and z directions (axial plane). The dose calculation does not assume that the pt anatomy extends infinitely in the third dimension (y). The external axial extension represents and extrapolation of the pt volume to obtain a better approximation of scatter dose from distant regions. The system assumes the extension is the same shape as the top or bottom slice. The default extension is 0 cm superiorly and inferiorly. As written in the online help section related to the dose presentation matrix, the user is warned to "ensure that the extension limits are clinically correct; otherwise the dose calculation can become erroneous."